Manufacturer narrative:
Block h6: imdrf impact problem code f1001 captures the reportable event of a cancelled procedure. Block h10: the returned coredx biopsy forceps was analyzed, and a microscope inspection noted that the links were detached, causing the jaws to be unable to open. No other issues were noted. The reported event was confirmed. Based on all available information, it was found that the links were found to be detached, leading to uneven opening of the jaws. It is probable that procedural factors such as lesion characteristics, device handling, and the technique applied by the physician (force applied) could have caused the observed damages in the device. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the biliary duct during an unknown procedure performed on (B)(6) 2023. During the procedure, the forceps stopped working when the third biopsy was performed. Only one side of the cup moved when it was removed and examined. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Additional information received on december 12, 2023. The procedure was cancelled because of defects with the jaw, long examination time, and changes in the patient's condition. However, it is unknown what the patient changes are despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the biliary duct on an unknown procedure performed on (B)(6) 2023. During the procedure, the forceps stopped working when the third biopsy was performed. Only one side of the cup moved when it was removed and examined. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf impact problem code f1001 captures the reportable event of the procedure canceled/rescheduled. Block h10: the returned trapezoid rx basket was analyzed, and a microscope inspection noted that the links were detached, causing the jaws to be unable to open. No other issues were noted. The reported event was confirmed. Based on all available information, it was found that the links were found to be detached, leading to uneven opening of the jaws. It is probable that procedural factors such as lesion characteristics, device handling, and the technique applied by the physician (force applied) could have caused the observed damages in the device. Therefore, the most probable root cause is adverse event related to procedure.